Event description:
The device was used during a thoracoscopic wedge resection. The device would not open. The reload had protruding staples. The case was completed with the original device and a new reload with no consequence to the pt.